Event description:
Event: (cc# 96-00471) the iab was inserted into the pt in the cath lab. After iabp for 13 hours, the iab leaked. Blood was noted in the tubing and back into the safety chamber. The iab was removed. No second was inserted. [Event complications]: unk - reported12/17/96; none - reported 1/31/97. [Pt's current status]: discharged - rpt'd 1/31/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Device label code for f10. Position 2: 1738. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.